Event description:
Clinical summary: this is a pt two years post left eye surgery with pars planitis vitrectomy, scleral buckle, membrane peeling and external laser in 1999. The pt was examined for stability of the retinal attachment status at 6 months, 12 months, and 18 months thereafter. All 3 exams were unremarkable. In 2001 the pt began experiencing severe, constant headaches in left temple at the eye socket juncture and daily left eye discharge mixed with frank blood. Pt was seen in 2002 on consultation. After 6 weeks prescription with prophylactic ciloxan every day, clinical assessment revealed that the scleral buckle is working its way out of the eye tissue causing low grade infection and headaches. Early surgery for removal of this device was strongly indicated and recommended. Pt was informed that the procedure carries with it the risk of re-detachment.